Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effects of angina and thrombosis are listed in instructions for use xience alpine everolimus eluting coronary stent systems as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience alpine device referenced is being filed under separate medwatch report.

Event description:
It was reported that the initial procedure that took place on (B)(6) 2017 was to treat a lesion located in the non-tortuous, non-calcified mid left anterior descending artery. Two xience alpine stents (3.0 x 12 mm and 3.0 x 15 mm) were deployed via direct stenting for treatment of the lesion, followed by post-dilatation of the stents. The stents were confirmed to be fully apposed to the vessel wall on angiography. On (B)(6) 2017, the patient was rehospitalized experiencing chest pain. Angiography revealed thrombus in the deployed stents. A balloon catheter was used to treat the thrombosis successfully. No additional information was provided.